Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that an error was generated when interrogating a device, error 99990000 was found in the error log and therefore the link electronic module board was reseated and the software reloaded. Analysis further noted that the thermal sensor function tests were out of specification and the media processing unit printed circuit board was replaced. Analysis also found a broken tab on the power cord door, a broken left keyboard hinge, a noisy system fan, worn feet on the lower case, that threads were stripped on the upper hinge plate and that resistor1 was missing from the low voltage differential signal (lvds) printed circuit board (pcb). All found defective parts were replaced. (B)(4).

Event description:
It was reported that the programmer generated an error when interrogating an implantable heart device. When the power was cycled the error cleared, but when device was re-interrogated and at quicklook screen, the error recurred. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.